Event description:
Medwatch report was received on september 8, 2008. A pt submitted an adverse event to FDA reporting that she had five treatments with the vbeam perfecta for hyperpigmentation, "skin rejuvenation", and broken capillaries. The pt stated that a board certified plastic surgeon had confirmed that she suffered several burns that permanently scarred her face. She also stated that the scars continue to appear. The pt had been prescribed retin-a throughout the treatment because of her concerns regarding wrinkling on the face. Use of retin-a was stopped 2 days before each treatment and was resumed approx one week after each treatment.

Manufacturer narrative:
Without info regarding the location where the pt received treatment, candela cannot perform an eval of the device. The complaint database has been reviewed, and a specific complaint associated with this particular event or a similar event describing the type of injury reported by the pt has not been identified. It is advised within the treatment parameters that the use of topical anesthetics cease 72 hours before treatment. Based on the info provided, the pt stopped using retin-a two days (48 hours) prior to treatment. The use of a topical medication within 72 hours may have been a contributing factor to the injury.